Event description:
Diagnostic catheterization required use of ivus catheter for diagnosis of vessel characteristics. Ivus catheter was introduced, but not recognized. Removed without injury and replaced with functioning catheter. Reason for use: diagnostic cardiac catheterization.